Event description:
An endurant ii stent graft system was implanted in the patient for the endovascular treatment of an unknown size abdominal aortic aneurysm. However, it was reported that the patient presented emergently to the ER with back pain approximately 26 months post index procedure. A CT was performed and a type ia endoleak was identified. To treat the endoleak, an endurant cuff was implanted proximally on the edge of the lowest renal artery and a reliant balloon was used for touch-up. A post implantation angiogram showed the endoleak had resolved. It was reported that as per the physician the cause of the event cannot be determined. No additional clinical sequelae were reported and the patient is fine.